Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that while the patient was in ICU they experienced electrical fault alarm. The site performed a controller exchanged and provided the patient with a replacement device. The controller, (B)(4), was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported even. The controller failed external visual inspection as a result of a driveline port contamination. A review of the controller log files associated with the event captured in a previous complaint confirmed the reported electrical fault alarms which may be indicative of an intermittent connection between the pump and the controller. Given the nature of the electrical fault alarms logged and the post-operative day, these alarms may be indicative of contamination within the driveline connector or controller. The root cause for "electrical fault alarm" was found to be contamination within the controller driveline connector, likely due to combination of driveline connector handling and driveline/tunneling cap design. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported on april 24, 2014 from (B)(6) that while the patient was in ICU they experienced electrical fault alarms. Preliminary log file analysis showed four (4) electrical faults on (B)(6) 2014 as well as two (2) vad disconnects, one on (B)(6) 2014 and the other on (B)(6) 2014. The site decided to exchange the controller and sent the original controller to the manufacturer for analysis. There was no reported patient injury as a result of this event.